Event description:
It was reported that the ilet¿s display was unresponsive; the device vibrated and the backlight illuminated when the wake button was pressed, but no image appeared, and a force restart on the charger did not resolve the issue while the paired app indicated the ilet was functioning. Symptoms included no adverse clinical effects and blood glucose was not affected. Outcomes included a recommendation to disconnect from the ilet and revert to back-up therapy until a replacement was provided. Investigation included remote troubleshooting and user-provided images and inspection of the returned device. Investigation of this device revealed a suspected hardware display failure consistent with a screen/backlight or user interface malfunction. It was concluded, based on previously established findings for similar reports, that the cause was a device component malfunction of the display assembly.

Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of touchscreen damage (screen unresponsive) was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.